Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. â dateâ ofâ deviceâ manufacture year is 2004. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. Legal manufacturer: (B)(6).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.